Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The physician noted that the patient had been exposed to radiation the same day. The battery longevity was noted to be low and further trouble shooting could not be performed. On (B)(6) 2016 it was reported that the patient had just completed 10 sessions of radiation treatment. The device was operating in backup vvi operation but due to the patient's low count of platelets, surgery could not be performed for at least 12 weeks. It was decided to perform a device software download, which successfully restored normal device function. The patient was not dependent and had a stable intrinsic rhythm.